Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The device internal battery was replaced to correct the issue. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the ltv 1200 unit was alarming ln vent. The customer confirmed that there was no patient involvement associated with this reported event.